Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating; severe pelvic pain/pain: pelvic"), thrombocytopenia ("thrombocytopenia") and haemorrhagic anaemia ("anemia due to blood loss") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass and hysteroscopy. Concurrent conditions included ovarian cyst, leiomyoma nos and paratubal cyst (benign). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 16 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), back pain ("lower back pain, even when not menstruating"), uterine pain ("pain: uterine"), fatigue ("chronic fatigue"), tooth disorder ("dental problems"), migraine ("migraines/headache"), arthralgia ("pain: hip"), cystitis ("infection: bladder") and urinary tract infection ("infection: urinary tract"). On (B)(6) 2016, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced thrombocytopenia (seriousness criterion medically significant), vaginal infection ("chronic vaginal infections/infection: vaginal") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain;"), abdominal pain lower ("severe abdominal cramping,even when not menstruating, lower abdominal pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), depression ("depression"), rash ("rashes/skin rash"), anxiety ("anxiety"), skin irritation ("skin irritation"), skin disorder ("patches resembling burn marks/bumps/skin bumps"), dry skin ("dryness/dry patches on the skin"), anaemia ("anemia") and hypertension ("hypertension"). The patient was treated with para-seltzer (excedrin tension headache), ferrous sulfate (ferrous sulphate), iron (iron supplement), para-seltzer (excedrin tension headache), antibiotics, panadeine co (tylenol with codeine), sertraline and surgery (total hysterectomy,bilateral salpingectomy,and right oophorectomy with davinci robot and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain and uterine pain was resolving and the vaginal haemorrhage, menorrhagia, thrombocytopenia, haemorrhagic anaemia, vaginal infection, dysmenorrhoea, dental caries, tooth loss, depression, rash, anxiety, skin irritation, fatigue, tooth disorder, migraine, anaemia, arthralgia, hypertension, cystitis and urinary tract infection outcome was unknown. The reporter provided no causality assessment for haemorrhagic anaemia with essure. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, back pain, cystitis, dental caries, depression, dysmenorrhoea, fatigue, hypertension, menorrhagia, migraine, pelvic pain, rash, skin irritation, thrombocytopenia, tooth disorder, tooth loss, urinary tract infection, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: more specifically, despite treatment, her symptoms did not improve and, as a result, in spring of 2016, she met with physician to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Since her removal surgery, symptoms have mostly resolved, though some remain. Per pfs: all the severe pain she was experiencing reduced immediately after the removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirming full occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record: haemorrhagic anaemia (confirming anaemia) , hypertension, migraine, anemia, thrombocytopenia and menorrhagia. Most recent follow-up information incorporated above includes: on 2-mar-2018: the reporter information was updated. Her demographic was updated. This case concern 35 year old patient. Lab data was added. Essure removal date was updated. Historical/concomitant conditions were added. Per mr: event: anemia due to blood loss was added. Per pfs: following events: abnormal bleeding (vaginal), dental problems, dry patches on the skin, migraines, headaches, anemia, pain: hip, hypertension, thrombocytopenia, infection: bladder infection, infection: urinary tract, pain: uterine and anemia due to blood loss. She had recovered from all the severe pain.per pfs all the product information along with indication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating; severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain;"), abdominal pain lower ("severe abdominal cramping,even when not menstruating, lower abdominal pain"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), depression ("depression"), anxiety ("anxiety"), skin irritation ("skin irritation") with rash, skin mass, dry skin and skin disorder and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a total hysterectomy, bilateral salpingectomy, and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dental caries, tooth loss, depression, anxiety, skin irritation and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dental caries, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, skin irritation, tooth loss and vaginal infection to be related to essure. The reporter commented: more specifically, despite treatment, her symptoms did not improve and, as a result, in spring of 2016, she met with physician to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.